Event description:
Reference MDR #1219856-2012-00226 for the first event involving the same pt. It was reported that the pt had severe tortuous vessels and mild or very little calcification. While in the cath lab the md inserted a second teflon sheath into the same insertion site, the pt's femoral artery. The intra-aortic balloon (iab) was inserted and soon after the iab was placed "blood was seen in the gas driving tube." At this time, the intra-aortic balloon pump (iabp) therapy had not been initiated yet. As a result, the iab was removed with the teflon sheath as one unit and another iab was inserted via the same insertion site. There was no reported pt death or injury. There was a delay in iabp therapy of 10 mins. Additional info was received from teleflex (B)(4) on (B)(4) 2012 stating the iab was prepped per instruction and the fiberoptix sensor (fos) was zeroed successfully. The md used the same insertion site for all iab insertions. The md used a third iab-05830-lws with the fos.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.